Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket pain due to weight loss. The patient presented in clinic for pocket revision. During procedure, the right ventricular lead exhibited insulation anomaly due to extra length. The pacer dependent patient experienced an asystolic episode and the health professional suspected the lead insulation anomaly to be the cause. The lead was capped and replaced. The patient was in stable condition post operation.